Event description:
Customer alleges lift is getting stuck coming down and is making a very loud noise. Qt (B)(4). No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model rps350-1, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1078984 rev h (apr-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the lift would stop about 1/3 of the way down with the patient in the sling. It was allegedly hard to push the patient down even with the load of the patient. Page 13 of the owner's manual indicates instructions on how to operate the "primary emergency release" and the "secondary emergency release". "Primary emergency release, note: this procedure will bring the boom down if the hand control is not functioning properly. To activate the primary emergency release, insert the tip of a pen into the emergency down hole in the control box. Secondary emergency release, note: all patient lift actuators are equipped with a mechanical emergency release. The mechanical release will enable the actuator to retract without power. Note: use the primary emergency release first before using the secondary emergency release procedure. This procedure should only be used if the primary emergency release procedure is not functioning or is unreachable. Note: the lift must be under a load for the mechanical release to function. To activate the secondary emergency release, pull up on the red emergency grip and pull down on the boom at the same time". It is unknown if the primary emergency release was activated, as you do not need to push the patient down, only with the secondary release. The dealer stated that the actuator has been replaced and the lift is operating properly now. No injury alleged.